Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a minimally invasive thoracoscopic lobectomy procedure, while cutting the lung fissure, the device did not fire. The device was immediately replaced with the same model to complete the case. No injury.